Manufacturer narrative:
Complaint confirmed. Visual evaluation identified confirmed the tip of the device broke inside the patient. The nitinol inserters can be broken if the drill guide shifts, or if there are changes in angle of the inserter after drilling, or if the wrong drill is used. No information on surgical technique or planning was provided.

Event description:
It was reported that during the treatment of a shoulder instability a part of the anchor broke off inside the patient. The surgeon decided to let the device at the place as he didn´t want to drill the cartilage to retrieve the broken fragment. The customer decided to receive a revision surgery in another hospital to retrieve the part. 29-oct-2021 update: further information were provided that the tip of the anchor over which the thread is tensioned broke off. The drill sleeve was not affected in this context. The surgeon used the 2-load fibertak with suturetape. He placed 2 anchors and the problem happened with the third one.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.